Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number for difficult/unable to operate.

Event description:
It was reported that an unspecified number of bd nano¿ pro 4mm pen needles were difficult to operate during use. The following was reported by the initial reporter: "it was reported that the newly designed needles are difficult to grip. Regarding the redesign of the needle, I find that the new design for the green part is more difficult to get a grip on that the previous design which had a longer vertical piece to grip. I don't like the new design of this piece at all and would appreciate it if you would go back to the old design. It might be even harder for older people or those with arthritis to grip.".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of bd nano¿ pro 4mm pen needles were difficult to operate during use. The following was reported by the initial reporter: "it was reported that the newly designed needles are difficult to grip. Regarding the redesign of the needle, I find that the new design for the green part is more difficult to get a grip on that the previous design which had a longer vertical piece to grip. I don't like the new design of this piece at all and would appreciate it if you would go back to the old design. It might be even harder for older people or those with arthritis to grip."